Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The customer had switched over to the inner lumen for the arterial source. They were then instructed to plug the sensor back in to confirm the name of the message, matching the red triangles. They did confirm it clicked into place and it still said fiber optic sensor failure. They were then instructed to remove the fiber optic orange cable, coil it up, and tape it indicating it was broken. It was noted that the patient was scheduled for surgery the next day. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6), rn the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.